Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during another patient follow up, it was discovered that there were non-sustained ventricular tachycardia episodes recorded due to noise on the rv lead that was being oversensed. The noise continued for about three seconds. The rv sensing was reprogrammed to 7.0 mvolts as the patient has an intrinsic rhythm with an r-wave amplitude of 11 mvolts. The patient will continue to be monitored. No adverse patient effects were reported. Both the device and rv lead remain implanted and in service.

Manufacturer narrative:
The patient will continue to be monitored. At this time, the pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this pacemaker recorded a pacing impedance measurement above 2,000 ohms on the right ventricular (rv) lead back in (B)(6) 2016. This out of range measurement caused the device to automatically switch to unipolar pacing. Testing was performed with the rv lead still programmed to unipolar and the values were found to be in normal range. No oversensing was noted with a sensing at 5 m volts so the sensitivity on the pacemaker was reprogrammed accordingly. No adverse patient effects were reported. The physician suspects that the rv lead is damaged.